Event description:
The customer alleges back to back results of hi and 123 mg/dl on the suspect meter. No intervention required and the customer states she feels good. Return requested and replacement was sent.